Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Based on the analysis, the alleged battery, unresponsive touchscreen, and settings issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed the pump display turned on when plugged into an power source but that the time was inaccurate. Subsequently, the pump touch screen became frozen and unresponsive on the lock/unlock screen. Additionally, it was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose was 99 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy and also confirmed that manual injections are available.